Manufacturer narrative:
The pump was received with a blank display and constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement, sensor testing or verify the button keypad anomaly due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank lcd screen and a constant audible tone. Customer's blood glucose was 226 mg/dl at the time of incident. Troubleshooting found that the pump keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.